Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a blood glucose of 328 mg/dl after eating cereal without announcing the meal, believing they could not announce because the phone was disconnected. The patient was informed that meals can be announced on the pump without the phone and was advised to allow the pump to deliver correction doses. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.